Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was worry the cardiac resynchronization therapy defibrillator (crt-d) was not functioning properly. It was also reported the "patient's beats looked different than they had earlier" and there was concern the device was not capturing correctly. The crt-d remains in use. No further patient complications have been reported as a result of this event.